Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was found to be operating in safety mode for approximately 2-3 months. There were concerns regarding premature battery depletion. The patient is not pacemaker dependent and there were no adverse patient effects were reported. Surgical intervention was performed and the device was replaced with a competitor's product.